Manufacturer narrative:
Date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. As a result of checking the event history log, it confirmed that there was a record of occurred nda during pump operation. The reported complaint is confirmed. The root cause is a defective downstream sensor. This was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was a sound indicating that cassette detection has failed. There was no patient involvement and no patient harm/adverse event reported.